Manufacturer narrative:
On previously submitted report, section "(device) problem code grid" was incorrect. It is updated in this follow-up report.

Event description:
The manufacturer received information alleging alarm went off after 2 min related to the device simplygo oxygen concentrator. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca was burnt. Additionally, flex cable was defective and needed to be replaced, sieves and inlet filter were need to be changed due to preventive maintenance. The customer complaint was not reproduced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.